Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below-knee artery. A 2mm x 20mm x 143cm coyote es was advanced for dilatation. However, during the second inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.